Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator monitoring board was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed and was not able to mechanically ventilate during preuse checkout. There was no report of patient involvement.